Event description:
It is reported that during surgery, a portion of the drill had broken and could not be located. Following removal of the peg/tail guide, the broken portion of the drill was found within the first peg hole drilled in the pt. The broken portion was easily removed and the remainder of the intact drill was used to finish drilling the peg holes and tail slot without use of drill guide. Trial prosthesis was used to confirm depth of peg holes, clearance for tail, and overall implant fit. Implant was cemented successfully on the right knee.

Manufacturer narrative:
Evaluation: the instrument, as returned, contained a fractured drill bit. Scanning electron microscopy analysis indicates the fracture is predominantly in a cleavage mode leading to an overload fracture. This is probably due to a toggling that occurs when the drill bit is within the drill guide. The original surgical technique clearly indicates to avoid toggling and provides instruction on how to prevent toggling. In order to further minimize this type of failure, the flute length of the drill has been shortened and the chip breakers have been modified to reduce stress risers. The corresponding guide design has also been modified to reduce the contact with drill when the drill is inappropriately toggled.